Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver hydromorphone and bupivacaine. It was reported that the patient's pump was programmed incorrectly. The patient was getting hydromorphone 6mg/ml and bupivacaine 5mg/ml and they filled the pump and changed it to hydromorphone 9mg/ml and bupivacaine 7.5mg/ml. The programming showed hydromorphone 6mg/ml and bupivacaine 7.5mg/ml. The hcp stated that the bridge started at 12:23pm. Technical services reviewed to leave the bridge running and they could go in and update the correct drug concentration for hydromorphone.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog. Product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.